Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cup impactor could not be detached right after the cup was implanted to the patient¿s hip joint on (B)(6) 2018. The surgeon tried to remove the cup impactor by taking out from the acetabulum, and eventually could remove the impactor by using metal shaft and hummer. The surgeon reamed the acetabulum the same size with the cup. No further information was provided by the hospital.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary examination of the returned instrument could not confirm the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.